Event description:
The customer reported via phone call that the insulin pump alarmed button error. She was unable to clear the alarm. The customer's spouse found her passed out due to a low blood glucose level. Customer's blood glucose level was 37 mg/dl. She treated her low blood glucose level with food. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive bolus express, esc and act buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test due to unresponsive button.